Event description:
It was reported that the monitor would not post alarms and that all alarms were found to be disabled although they had been enabled by the user. No injury was reported.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be reported in the follow up report.